Manufacturer narrative:
Analysis was normal . No anomalies were found. (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
Correction:- type of report - 'follow-up' should have been selected in manufacturer report number 2938836-2019-01871. Correction: - follow-up type 'device evaluation' should have been selected in manufacturer report number 22938836-2019-01871.